Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts and heli-fx aptus endoanchors were implanted in a patient for endovascular treatment of a 5.8 cm in di ameter thoracic aortic aneurysm. It was reported that during the deployment of the first heli-fx aptus endoanchor, it did not penetrate the distal neck aortic wall. The anchor was released instead of retracted. It became caught in the flow and moved into the left renal artery. It was noted that there were no issues with the renal arties after the anchor was in the renal artery. There was no further intervention reported. During the deployment of the third heli-fx aptus endoanchor the guidewire and the heli-fx guide catheter kinked. Therefore, the physician was unable to deploy additional heli-fx aptus endoanchors. Per the investigator, the non-engagement with the vessel wall is related to the heli-fx aptus endoanchor. The investigator also stated that the device was not at the right angle when deployed against the vessel wall. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.